Manufacturer narrative:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the v3 derivative did not capture. The fse evaluated the device on site. It was determined that this was a malfunction of the 3 lead ECG trunk cable and 3 leadset grabber. The fse replaced the from the 3 lead ECG trunk cable and 3 leadset grabber resolving the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the 3 lead ECG trunk cable and 3 leadset grabber. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity of s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse replaced the 3 lead ECG trunk cable and 3 leadset grabber resolving the reported issue. It has been concluded that no further action is required at this time.

Event description:
It was reported to philips that the device's v3 derivative does not capture. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.